Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure event observed during analysis. No complaint received with return of device. Failure (event) observed during analysis. Upon receipt, the device was found in backup vvi mode. The backup vvi was caused by a power-on reset which occurred during a charging event. The device was tested on the bench as well as using automated test equipment and the output circuit damage was found to be damaged. The cause of the damage could not be determined. (B)(4). (B)(6).